Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that the tracheostomy tube was not inflating correctly. It was reported by the physician that the patient had trach changed in emergency room and the plastic was too hard and brittle. Medtronic has made multiple attempts to gather additional information related to this event. The information relative to patient identifier has not been made available. New information provided on (B)(6) 2017 revealed that the removed tube was used for 2.5 months which exceeds the recommended usage of 29 days indicated in the instructions for use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.